Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly. Analysis was unable to verify frozen screen.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 198 mg/dl at the time of incident. The customer stated there are cracks on the insulin pump. The customer stated the insulin pump had a frozen screen and then a blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.